Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a day post implant this pacemaker and right ventricular lead were not pacing when required. Surgical intervention was taken to explant and replace the lead. The pacemaker remains in service. No additional adverse patient effects were reported.